Event description:
Complainant reported the patient was on impella cp support and during support, there was a decrease in purge flow. A blood clot was suspected and the pump was explanted. A fibrin-like material was found to have adhered to the pump. There were no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.   As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation of high purge pressure and thrombus has been completed. The impella device was not returned for evaluation. High purge pressure: data logs were reviewed and purge pressure/flow were stable through (B)(6) 2025 around 12:00. At this time, there was a sudden step down in the motor current (mc) without any p-level change. This correlated with the first drop in purge flow and a minor increase in purge pressure from 450 to 550 mmhg. Then, roughly 2 hours later, there was another significant drop in purge flow and step up in purge pressure from 550 to 800 mmhg that correlated with a spike in the placement signal (ps) to 150 mmhg. There were no motor current spikes, but mc min values did drop just before this event without a change in p-level. Then, 1 hour later, just before the pump was explanted, there was a clear motor current spike to 800 ma with a speed deviation. This was followed by an 8 minute rise in purge pressure above 1000 mmhg. The pump was explanted before purge pressure rose high enough to trigger an alarm. The initial two spikes/steps up in purge pressure did not correlate with mc spikes but still happened quickly. It is unclear if a kinked purge line could have caused this or biomaterial of some sort (ingestion or buildup). There was an ingestion signature just before pump explant that caused the purge pressure to continue to trend higher, however, it cannot be determined if this biomaterial was responsible for the initial rise as well. Product was not returned for investigation. Since it is unclear based on data logs what caused the initial onset of increased purge pressure and product wasn't returned for investigation, the root cause of the high purge pressure could not be determined. Thrombus: it was reported that thrombus was visualized on the pump outflow cage on explant. The root cause of the thrombus was unable to be determined due to insufficient clinical details. H6 medical device problem code 1490 was erroneously entered on the initial manufacturer device report number 1220648-2025-29648.